Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that in 2007, the patient had a gamma3 nail implanted with no problem. Two days later, the surgeon found that the c ring of gamma3 target device was in the patient. The surgeon is planning to remove the c ring in the same month.